Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse replaced and/or reseated circuit board assemblies within the system, however the service record does not define which components were replaced. The mainframe battery packs were also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.